Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 5 of 5 MFR. Reference report#: 1627487-2019-04511, 1627487-2019-04512, 1627487-2019-04513, 3006705815-2019-01362. It was reported that the patient developed a suspected infection. As a result the patient's scs system was explanted, and the issue resolved over time.

Event description:
Device 5 of 5 MFR. Reference report#: 1627487-2019-04511, 1627487-2019-04512, 1627487-2019-04513, 3006705815-2019-01362.